Event description:
Dental implant failed.

Manufacturer narrative:
The investigative worksheet stated that a mml 3.75mmd implant was placed in the #19 area and an 8mml 3.75mmd implant was placed in the #20 area of rhe mandible on 5/3/96. Both implants failed to osseointegrate and were removed on 5/30/96. The two implants that were included with this report were examined by engineers. It was determined that the implants were free from any defect and that they met all the tolerances necessary to comply with the manufacturer's specifications. The periapical radiograph dated 5/7/96 showed a 10mml 3.75mmd in the 19 area and an 8mml 3.7mmd implant in the #20 area of the mandible. After studing the x-ray and reviewing report, co finds no apparent factors that would have prevented these dental implants from osseointegrating. External and systemic causes leading to imlant failure are reported in the dental literature, but they go beyond the focus of this investigation.